Event description:
It was reported there was a power on reset (por). Patient had an x-ray on (B)(6) 2012. Patient had checked after the x-ray and the device was fine until the morning of the report. It was also noted the patient was unable to adjust stimulation. It was noted the device was showing it was powered off. Patient turned the device back on and it was working correctly. No further information was reported.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).